Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a leak from the door of an amia cycler during peritoneal dialysis. The hp was connected. During troubleshooting, it was discovered that the heater line had become separated from the cassette inside the door, which resulted in a fluid leak. Renal therapy services assisted the hp in disconnecting the supplies. The hp would perform capd to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.